Manufacturer narrative:
Based on the information obtained regarding the device, kci found evidence that the device had a collapsed power switch. There is no injury associated with this event. Kci is reporting this event as a device malfunction that has the potential to result in injury if it were to recur.

Event description:
On 30-oct-2019, the following information was reported to kci by the nurse: the power button on the activ.a.c.¿ therapy system is allegedly not giving any resistance. On 03-sep-2019, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications prior to patient placement. On (B)(6) 2019, the device was placed with the patient. On 18- nov-2019, kci quality engineering performed an evaluation of the device. Inspection of the device revealed the power button was collapsed.